Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were experiencing pain on their left side, although the settings were set as high as they could go. The patient stated that their right side was okay and the problem was on their left side only. It was noted that the patient didn't know "if the wires came loose or what." The patient mentioned that they had a steroid shot in (B)(6) and it was fine for about a month, and then the pain started coming back. The patient stated that they had another steroid shot about a week prior to the date of this report as well. It was recommended by the patient's healthcare provider (hcp) that they contact a manufacturer representative for a therapy adjustment. It was further reported that the patient was scheduled for a lead revision on (B)(6) 2016. Indications for use are spinal pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.